Manufacturer narrative:
Pump received unable to performed the displacement due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the end where the up and down arrows are. The customer¿s blood glucose level was 3.8 mmol/l. It was also stated that the drive support cap was normal and insulin pump passed the self test. The customer declined troubleshooting for low blood glucose value. The insulin pump will be returned for analysis.